Event description:
Philips received a complaint on the heartstart mrx device indicating that the etco2 module was not working. The fse evaluated the device. It was determined that this was a malfunction of the etco2 for which information was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.